Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a portion of the patient's trial lead was left implanted after a trial lead pull. Surgical intervention was undertaken, and the portion was completely removed.

Manufacturer narrative:
B3: event date is estimated.